Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6920795 number, and no non-conformances were identified. Manufacturing date: apr/07/2015. Expiration date: apr/03/2020. A manufacturing record evaluation was performed for the finished device 6857292 number, and no non-conformances were identified. Manufacturing date: aug/26/2014. Expiration date: aug/31/2019. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 375cc mentor memorygel breast implant experienced a rupture on an unspecified side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two lot numbers were provided. It is unclear as to which side is impacted. This report has been defaulted to lot number 6920795.